Event description:
A consumer reported, she initially experienced irritation and burning which the doctor diagnosed as an infection following the use of this product. She stated, she was treated with corticosteroid and another medication. On (B)(6) 2010, the consumer stated, she had conjunctivitis which she does not feel is related to the product. She reported, the conjunctivitis is now cleared but she has lingering redness and burning. She noted, she has not worn her lenses since she had the infection. On 11/22/2010, the consumer reported severe redness in both eyes from (B)(6) 2010 to the present. She stated, her doctor treated her with lubricant eye drops and a corticosteroid. She noted, her symptoms are resolving and she did not give permission to contact her doctor.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was received. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 178722f and no deviations were identified. Visual exam of the returned sample showed hair-like debris on the cap and shoulder of the bottle. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 178722f met all release criteria prior to product release. There are no similar reports for this lot. Additional info was requested via phone on 11/10/2010; via mail on 11/10/2010. Additional info was received from the consumer on 11/22/2010. (B)(4).